Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information however no additional information was provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report issue with a force bipolar instrument. The instrument appeared to have been damaged at the wrist causing the instrument to lock up preventing them from removing it from the cannula. Customer was able to undock and remove the instrument and cannula together. No patient injury or fragments falling were reported. Customer replaced cannula and instrument and completed the procedure as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
As of the date of this report, the force bipolar instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.